Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6. The device was not returned to olympus for inspection. And the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it could not be determined a probable cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the optics of the rigid video telescope no longer had a picture. And that, the contact was loose at the connection. The issue was noted, during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the optics of the rigid video telescope no longer had a picture, and that the contact was loose at the connection. The issue was noted during an unspecified procedure. There were no reports of patient harm.